Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the enroute 0.014" guidewire. The planned stent was used to cover both the lesion and dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the enroute 0.014" guidewire. The planned stent was used to cover both the lesion and dissection.